Event description:
It was reported that the customer programmed a bolus of 60 units and was in the hospital. It was noted that the bolus was not given and the customer did not receive any alarms or errors. Customer's blood glucose reading at the time of the call was 10 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump passed functional test. The insulin pump was monitored and no unexpected boluses noted. 60u bolus program was not verified due to displayable history crc check failed on startup alarms in alarm history, alarms were due to corrupted history files. The insulin pump also had cracked reservoir tube lip, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.